Event description:
Product was used by an inexperienced doctor to close a laceration on the right eyebrow of a patient of unknown age and gender. The eyelids were bonded together. The doctor managed to remove the adhesive from the eye with vaseline and an ophthalmic ointment, there was no visual effect on the eye. The eye was checked with a microscope. The eye was also flushed with saline and water. The reporter states that no precautions (ointment or covering the eye) were used around the eye. The patient's current condition is unknown.